Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was interrogated on may 1, 2006 during a normal follow-up visit. It was noted that the monitoring voltage was 2.72v with a charge time of 7.7 seconds. It was also noted that at the follow-up visit on november 7, 2005, a monitoring voltage of 3.19v was observed. Due to the concern regarding the unexpected decrease in monitoring voltage between november 2005 and may 2006, guidant engineering requested a memory download of this device (device memory dump/ "save memory to disk") be performed for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.